Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer did not perform air removal technique prior to loading the cartridge. Blood glucose was not impacted. Reportedly, the customer replaced the cartridge and continued insulin therapy.